Event description:
As reported on (B)(4) 2015, a patient of unknown age and gender presented for an endovenous laser procedure. During preparation for the procedure, when advancing the fiber through the tre-sheath, the fiber fractured inside of the tre-sheath before it was placed inside of the patient. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event. The disposable device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).